Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent explant procedure. No further information has been obtained. Additional information was received that everything was explanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 7073749/7073760. UDI: (B)(4).

Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent explant procedure. No further information has been obtained.